Manufacturer narrative:
Date of event: the date of event has been estimated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulty removing and tip separation resulting in medical intervention. It may be possible that the thumbslide was not retracted to the start position and the system lock was not locked prior to removing the delivery system causing the tip to catch on the newly deployed stent, anatomy or introducer sheath during removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a superior femoral artery. During removal of an unspecified supera resistance was met and the tip of the delivery catheter separated. The separated piece was snared. The patient is doing well. There was clinically significant delay reported in the procedure. No additional information was provided.